Event description:
During a lap sigmoid resection procedure, on the second firing, the device fired, cut but did not staple. The cartridge fell out of the jaws after the firing and landed inside the pt. Case completed with another device of the same product code. No pt consequence.